Event description:
As reported by the user facility: ref #456020, lot #unk, 1 item, occurred (B)(6) 2012. Reports nurse found item which was attached to a central line leaking, a large amount of tpn and blood were mixed on the bed. Stopcock changed to a new one. Pt did have a repeat cbc.

Manufacturer narrative:
Since a lot number was not provided, a batch review could not be performed. A historical review of the product incident report database, revealed no adverse trends of this nature against finished good #456020. The actual stopcock in the reported incident was returned for eval. A vertical crack was noted on the female side port of the stopcock. The crack appeared be along the knit line. Several stress marks were noted around the diameter of the female side port, parallel to the knit line and in proximity to the stopcock threads. The sample and all available info have been forwarded to the actual MFR for further eval. When the MFR's eval is complete, a f/u report will be filed.